Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion" was not reproduced. The device was tested for downstream occlusion and it passed. A review of the event history log revealed multiple "downstream occlusion!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream tubing guide depth which was out of adjustment. The downstream tubing guide is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.